Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corners, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 91 mg/dl. She stated she was leaning on a couch and may have been leaning on the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.